Event description:
The pt developed an infection. The implantable neurostimulator, lead, and extensions were explanted and not replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.